Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the customer had a high blood glucose. The blood glucose reading was 516 mg/dl. The drive support cap was normal and recessed. Insulin exited with a manual prime and no leaks or air bubbles were observed. The insulin was clear, not expired, and not exposed to high temperatures. The insertion site was not sore or irritated. The infusion set was removed and the cannula was straight. The caller was unable to perform a high pressure test and was advised to call back when able to do so to complete troubleshooting. The caller was advised to change the entire set, reservoir, and insulin and treat per a health care professional's instruction. The insulin pump was not returned or replaced.